Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl and low blood glucose of 42 mg/dl between lunch and dinner. Customer treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer did not have tubing clamp in order to complete troubleshooting. Customer was advised to contact healthcare professional regarding unexplained high blood glucose.